Event description:
It was reported that the patient had a sharp localized pain at lead anchor site that radiate into the chest wall. It was also noted that with certain positions, the patient would experience jolting sharp pain into the rib cage. The patient underwent a revision procedure wherein the anchor and leads were replaced and relocated. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7146322. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 33872609.